Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged catheter luer adapters is confirmed; however, the exact cause is unknown. One video and two photographs of two groshong catheters were returned for evaluation. An initial visual observation of the video and photographs showed a crack in the luer hub of both devices. The video showed one device being infused with a clear liquid by a clinician that was leaking from the crack. On the first device the crack was majorly located in the wing portion of the hub with the crack more circumferentially aligned. The second device's crack was more axially aligned and relatively longer. The device shown in the video was implanted into a patient. There were no distinguishing features in the returned video and photographs of the devices which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported cracks in the connections of the groshong single-lumen 4 fr PICC catheter. This occurred in a patient undergoing outpatient chemotherapy who had recently had the catheter implanted. The catheter was placed in the month of may and the cracking occurred in the month of september. The connection showed no damage during chemotherapy sessions, and the problem was diagnosed instantly when the syringe was connected to the catheter connection. The catheter was removed from the patient, requiring the implantation of another one again.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.